Event description:
It was reported that during a scoliosis related surgery on (B)(6)-2007 the patient's pump stalled. The patient's managing healthcare provider (hcp) was unaware of the event. It was speculated by the hcp that the physician performing the surgery would have likely the surgeon probably cut the catheter to perform the scoliosis surgery then reattached it to the pump, performed a bolus at the end of the case, and then the motor stall occurred, then recovered. It was stated that there was no patient injury. The patient outcome was unknown. There was no indication of a confirmed motor stall recovery. Drug: baclofen (not compounded); dose not provided.

Manufacturer narrative:
(B)(4).